Event description:
Nurse was drawing blood via huber needle. After drawing blood, nurse was irrigating to remove blood from tubing. Female end connection to huber needle tubing began to leak saline. This required changing the huber needle - hence, reaccessing patient's port.======================manufacturer response for huber needle, lifeguard (per site reporter)======================manufacturer requests return of defective product.